Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received where one of patient¿s lead was explanted and replaced. Surgical intervention steps resolved the issue.

Manufacturer narrative:
Reportable aware date inadvertently entered wrong in second supplement and has been corrected.

Event description:
It was reported both leads were found to be migrated. One of the lead was repositioned and the second lead was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04756. It was reported patient experienced ineffective stimulation, x-rays confirmed one lead migrated. Surgical intervention may be planned to address this issue.